Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ping meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2009 at 9:30 pm, the patient obtained the blood glucose reading of 444 mg/dl on the reported meter, and a reading of 323 mg/dl on a hospital meter within 30 minutes of each other. The patient did not report experiencing any symptoms of high or low blood glucose levels. While in the emergency room, the patient was treated with two units humalog insulin. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within expiration dating. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient did not report experiencing any symptoms, she received treatment after the hcp tested her blood glucose level, and the meter reading correlated with the treatment. However, as the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.